Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during testing carried out on (B)(4), 2010, 10 or 12 of the 12 electrode channels showed hi impedance values. The pt is no longer wearing his device as he gains no benefit from it.